Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pelvic pain/ severe pain / pain"), uterine haemorrhage ("abnormal uterine bleeding") and autoimmune disorder ("autoimmune disorder type of disorder") in a 35-year-old female patient who had essure (batch no. C51081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included metrorrhagia and abdominal bloating. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 13 days after insertion of essure, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2015, the patient experienced device expulsion ("physician attempted to remove the essure device however the essure migrated out of plaintiff's body /migration of essure device location of device: could not find device/expulsion of essure device"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("complications during menstruation") and investigation noncompliance ("she did not undergo an essure confirmation test."). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the pelvic pain, uterine haemorrhage, autoimmune disorder, device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia and investigation noncompliance outcome was unknown. The reporter considered autoimmune disorder, device expulsion, investigation noncompliance, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff's doctor was unable to remove essure device because it was no longer in her body. Physician tried to remove the essure on (B)(6) 2015 via bilateral salpingectomy but failed to remove as could not find device. Per mr: the patient stated in triage that an essure coil had been discharged the night prior that she had found. The essure coil was not noted to be in either of the tubal segments. No essure coils were noted in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on (B)(6) 2015: abnormal ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming uterine hemorrhage, pelvic pain, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporters details added. Event added as migration of essure device location of device: could not find device, she did not undergo an essure confirmation test. Quality safety evaluation of ptc done. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pelvic pain/ severe pain / pain"), genital haemorrhage ("abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and autoimmune disorder ("autoimmune disorder type of disorder") in a 35-year-old female patient who had essure (batch no. C51081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's concurrent conditions included metrorrhagia and abdominal bloating. Concomitant products included cilest (mononessa-28) since 2012 for contraception as well as ibuprofen since september 2015 and vicodin (norco) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event split for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event split for coding)"). On (B)(6) 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced device expulsion ("physician attempted to remove the essure device however the essure migrated out of plaintiff's body /migration of essure device location of device: could not find device/expulsion of essure device"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problem- depression") and anxiety ("psychological or psychiatric problem- mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and menstrual disorder ("complications during menstruation"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage was resolving and the uterine haemorrhage, autoimmune disorder, device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, device expulsion, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff's doctor was unable to remove essure device because it was no longer in her body. Physician tried to remove the essure on (B)(6) 2015 via bilateral salpingectomy but failed to remove as could not find device. Per mr: the patient stated in triage that an essure coil had been discharged the night prior that she had found. The essure coil was not noted to be in either of the tubal segments. No essure coils were noted in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on (B)(6) 2015: abnormal. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming uterine hemorrhage, pelvic pain, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received events added from pfs- abnormal bleeding, depression, mental anguish. Events onset date, events outcome were updated. Concomitant drug, essure removal date were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pelvic pain/ severe pain / pain"), genital haemorrhage ("abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and autoimmune disorder ("autoimmune disorder type of disorder") in a 35-year-old female patient who had essure (batch no. C51081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's concurrent conditions included metrorrhagia and abdominal bloating. Concomitant products included cilest (mononessa-28) since 2012 for contraception as well as ibuprofen since (B)(6)2015 and vicodin (norco) since (B)(6)2015. On (B)(6)2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6)2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6)2015, the patient experienced device expulsion ("physician attempted to remove the essure device however the essure migrated out of plaintiff's body /migration of essure device location of device: could not find device/expulsion of essure device"). On (B)(6)2015, the patient experienced depression ("psychological or psychiatric problem- depression") and anxiety ("psychological or psychiatric problem- mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and menstrual disorder ("complications during menstruation"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain and genital haemorrhage was resolving and the uterine haemorrhage, autoimmune disorder, device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, device expulsion, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff's doctor was unable to remove essure device because it was no longer in her body. Physician tried to remove the essure on (B)(6)2015 via bilateral salpingectomy but failed to remove as could not find device. Per mr: the patient stated in triage that an essure coil had been discharged the night prior that she had found. The essure coil was not noted to be in either of the tubal segments. No essure coils were noted in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on (B)(6)2015: abnormal. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming uterine hemorrhage, pelvic pain, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pelvic pain/ severe pain / pain"), device expulsion ("physician attempted to remove the essure device however the essure migrated out of plaintiff's body /migration of essure device location of device: could not find device"), uterine haemorrhage ("abnormal uterine bleeding") and autoimmune disorder ("autoimmune disorder type of disorder") in a 35-year-old female patient who had essure (batch no. C51081) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included metrorrhagia and abdominal bloating. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 13 days after insertion of essure, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and menstrual disorder ("complications during menstruation"). The patient was treated with surgery (attempt to remove the essure device on (B)(6) 2015) and surgery (bilateral salpingectomy). At the time of the report, the pelvic pain, device expulsion, uterine haemorrhage, autoimmune disorder, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered autoimmune disorder, device expulsion, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff's doctor was unable to remove essure device because it was no longer in her body. Physician tried to remove the essure on (B)(6) 2015 via bilateral salpingectomy but failed to remove as could not find device. Per mr: the patient stated in triage that an essure coil had been discharged the night prior that she had found. The essure coil was not noted to be in either of the tubal segments. No essure coils were noted in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on (B)(6) 2015: abnormal . ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming uterine hemorrhage, pelvic pain, menorrhagia." Most recent follow-up information incorporated above includes: on 1-mar-2018: per mr: lot number was added. The case is medically confirmed. Patient demographic was updated. Her concurrent condition was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pelvic pain/ severe pain / pain"), genital haemorrhage ("abnormal bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and autoimmune disorder ("autoimmune disorder type of disorder") in a 35-year-old female patient who had essure (batch no. C51081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's previously administered products included for an unreported indication: mononessa in 2012. Concurrent conditions included metrorrhagia, abdominal bloating and hypothyroidism. Concomitant products included ethinylestradiol;norgestimate (mononessa-28) since 2012 for contraception as well as ethinylestradiol;ferrous fumarate;norethisterone acetate (lomedia 24 fe), hydrocodone bitartrate;paracetamol (norco) since (B)(6)2015, ibuprofen since (B)(6)2015, levothyroxine sodium (synthroid) and mestranol;norethisterone (necon). On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and dysmenorrhoea ("dysmenorrhea(cramping)"), 5 days after insertion of essure. On (B)(6)2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6)2015, the patient experienced device expulsion ("physician attempted to remove the essure device however the essure migrated out of plaintiff's body /migration of essure device location of device: could not find device/expulsion of essure device"). On (B)(6)2015, the patient experienced depression ("psychological or psychiatric problem- depression") and anxiety ("psychological or psychiatric problem- mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("complications during menstruation") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain and genital haemorrhage was resolving and the uterine haemorrhage, autoimmune disorder, device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff's doctor was unable to remove essure device because it was no longer in her body. Physician tried to remove the essure on (B)(6)2015 via bilateral salpingectomy but failed to remove as could not find device. Per mr: the patient stated in triage that an essure coil had been discharged the night prior that she had found. The essure coil was not noted to be in either of the tubal segments. No essure coils were noted in the endometrial cavity. Discrepancy noted as per essure removal: if you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on (B)(6)2015: results: abnormal. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming uterine hemorrhage, pelvic pain, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: plaintiff fact sheet received. Event dysmenorrhea (cramping) and abdominal area pain was added. Concomitant drug and conditions were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('extreme pelvic pain/ severe pain / pain') and autoimmune disorder ('autoimmune disorder type of disorder') in a 35-year-old female patient who had essure (batch no. C51081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." The patient's previously administered products included for an unreported indication: mononessa in 2012. Concurrent conditions included metrorrhagia, abdominal bloating and hypothyroidism. Concomitant products included ethinylestradiol;norgestimate (mononessa-28) since 2012 for contraception as well as ethinylestradiol;ferrous fumarate;norethisterone acetate (lomedia 24 fe), hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2015, ibuprofen since (B)(6) 2015, levothyroxine sodium (synthroid), mestranol;norethisterone (necon) and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and dysmenorrhoea ("dysmenorrhea(cramping)"), 5 days after insertion of essure. On (B)(6) 2015, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"). On (B)(6) 2015, the patient experienced device expulsion ("physician attempted to remove the essure device however the essure migrated out of plaintiff's body /migration of essure device location of device: could not find device/expulsion of essure device"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problem- depression") and anxiety ("psychological or psychiatric problem- mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("complications during menstruation") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine haemorrhage, autoimmune disorder, device expulsion, menstrual disorder, depression, anxiety, dysmenorrhoea and abdominal pain outcome was unknown, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage was resolving. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff's doctor was unable to remove essure device because it was no longer in her body. Physician tried to remove the essure on (B)(6) 2015 via bilateral salpingectomy but failed to remove as could not find device. Per mr: the patient stated in triage that an essure coil had been discharged the night prior that she had found. The essure coil was not noted to be in either of the tubal segments. No essure coils were noted in the endometrial cavity. Discrepancy noted as per essure removal: if you have not had your essure removed, are you currently planning for essure removal? No. Plaintiff received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on (B)(6) 2015: results: abnormal. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming uterine hemorrhage, pelvic pain, menorrhagia." Batch no c51081 production date 2014-04-28 expiration date 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of ptc. . We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('extreme pelvic pain/ severe pain / pain') and autoimmune disorder ('autoimmune disorder type of disorder') in a 35-year-old female patient who had essure (batch no. C51081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's previously administered products included for an unreported indication: mononessa in 2012. Concurrent conditions included metrorrhagia, abdominal bloating and hypothyroidism. Concomitant products included ethinylestradiol;norgestimate (mononessa-28) since 2012 for contraception as well as ethinylestradiol;ferrous fumarate;norethisterone acetate (lomedia 24 fe), hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2015, ibuprofen since (B)(6) 2015, levothyroxine sodium (synthroid), mestranol;norethisterone (necon) and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and dysmenorrhoea ("dysmenorrhea(cramping)"), 5 days after insertion of essure. On (B)(6) 2015, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"). On (B)(6) 2015, the patient experienced device expulsion ("physician attempted to remove the essure device however the essure migrated out of plaintiff's body /migration of essure device location of device: could not find device/expulsion of essure device"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problem- depression") and anxiety ("psychological or psychiatric problem- mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("complications during menstruation") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine haemorrhage, autoimmune disorder, device expulsion, menstrual disorder, depression, anxiety, dysmenorrhoea and abdominal pain outcome was unknown, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage was resolving. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff's doctor was unable to remove essure device because it was no longer in her body. Physician tried to remove the essure on (B)(6) 2015 via bilateral salpingectomy but failed to remove as could not find device. Per mr: the patient stated in triage that an essure coil had been discharged the night prior that she had found. The essure coil was not noted to be in either of the tubal segments. No essure coils were noted in the endometrial cavity. Discrepancy noted as per essure removal: if you have not had your essure removed, are you currently planning for essure removal? No. Plaintiff received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on (B)(6) 2015: results: abnormal. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming uterine hemorrhage, pelvic pain, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event: migration added. Event outcome were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('extreme pelvic pain/ severe pain / pain') and autoimmune disorder ('autoimmune disorder type of disorder') in a 35-year-old female patient who had essure (batch no. C51081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's previously administered products included for an unreported indication: mononessa in 2012. Concurrent conditions included metrorrhagia, abdominal bloating and hypothyroidism. Concomitant products included ethinylestradiol; norgestimate (mononessa-28) since 2012 for contraception as well as ethinylestradiol;ferrous fumarate;norethisterone acetate (lomedia 24 fe), hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2015, ibuprofen since (B)(6) 2015, levothyroxine sodium (synthroid), mestranol;norethisterone (necon) and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and dysmenorrhoea ("dysmenorrhea(cramping)"), 5 days after insertion of essure. On (B)(6) 2015, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"). On (B)(6) 2015, the patient experienced device expulsion ("physician attempted to remove the essure device however the essure migrated out of plaintiff's body /migration of essure device location of device: could not find device/expulsion of essure device"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problem- depression") and anxiety ("psychological or psychiatric problem- mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("complications during menstruation") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine haemorrhage, autoimmune disorder, device expulsion, menstrual disorder, depression, anxiety, dysmenorrhoea and abdominal pain outcome was unknown, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage was resolving. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff's doctor was unable to remove essure device because it was no longer in her body. Physician tried to remove the essure on (B)(6) 2015 via bilateral salpingectomy but failed to remove as could not find device. Per mr: the patient stated in triage that an essure coil had been discharged the night prior that she had found. The essure coil was not noted to be in either of the tubal segments. No essure coils were noted in the endometrial cavity. Discrepancy noted as per essure removal: if you have not had your essure removed, are you currently planning for essure removal? No. Plaintiff received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on (B)(6) 2015: results: abnormal. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming uterine hemorrhage, pelvic pain, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event: migration added. Event outcome were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pelvic pain/ severe pain / pain"), device expulsion ("physician attempted to remove the essure device however the essure migrated out of plaintiff's body /migration of essure device location of device: could not find device"), uterine haemorrhage ("abnormal uterine bleeding") and autoimmune disorder ("autoimmune disorder type of disorder") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 13 days after insertion of essure, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and menstrual disorder ("complications during menstruation"). The patient was treated with surgery (attempt to remove the essure device on (B)(6) 2015) and surgery (bilateral salpingectomy). At the time of the report, the pelvic pain, device expulsion, uterine haemorrhage, autoimmune disorder, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered autoimmune disorder, device expulsion, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff's doctor was unable to remove essure device because it was no longer in her body. Physician tried to remove the essure on (B)(6) 2015 via bilateral salpingectomy but failed to remove as could not find device. Quality-safety evaluation of ptc: ptc global no: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- reporter was added. Patient details were added. Abnormal bleeding (vaginal, menorrhagia) and autoimmune disorder type of disorder were added as events. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pelvic pain/ severe pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On (B)(6) 2015, 12 days after starting essure, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced device expulsion ("physician attempted to remove the essure device however the essure migrated out of plaintiff's body"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and menstrual disorder ("complications during menstruation"). The patient was treated with surgery (attempt to remove the essure device on (B)(6) 2015). At the time of the report, the pelvic pain, uterine haemorrhage, menstrual disorder and device expulsion outcome was unknown. The reporter considered pelvic pain, uterine haemorrhage, menstrual disorder and device expulsion to be related to essure. The reporter commented: plaintiff's doctor was unable to remove essure device because it was no longer in her body. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented extreme and severe pelvic pain and abnormal uterine bleeding(seen as uterine haemorrhage). A surgery was performed approximately one month after placement, however doctor was unable to remove essure device because it was no longer in her body. Both events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also abnormal genital bleeding and menses pattern changes may occur. In this present case, consumer presented the events after essure insertion. Considering the nature of them and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since an intervention was required to essure removal. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global no: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented extreme and severe pelvic pain and abnormal uterine bleeding(seen as uterine haemorrhage). A surgery was performed approximately one month after placement, however doctor was unable to remove essure device because it was no longer in her body. Both events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also abnormal genital bleeding and menses pattern changes may occur. In this present case, consumer presented the events after essure insertion. Considering the nature of them and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since an intervention was required. Based on the available information, a product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.